Event description:
It was reported that this right atrial (ra) lead had dislodged. The physician noticed something unusual on the electrocardiogram (EKG) and electrogram (egm), then decided to revise the ra lead. The same ra lead was used, and the lead remains in service. No additional adverse patient effects were reported.